Manufacturer narrative:
A ge representative evaluated the system and replaced both monitors and replaced the systems interface pcb and wiring hardness. System operates as intended. This MDR is related to ge healthcare complaint number.

Event description:
Customer reported the monitors are burnt in and go into sleep mode by themselves. No pt injury was reported.